Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Age reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes plate mesh contourable low profile titanium one-hundred millimeter by one-hundred millimeter (silver) was removed because it was broken. The plate was originally implanted on (B)(6), 2013. The patient later reported discomfort so a computerized tomography (CT) scan was taken. This revealed the plate had broken. The plate was explanted on (B)(6), 2014 with no delay in surgery time. This is report 1 of 1 for (B)(4).

Event description:
It was reported that a arnold-chiari malformation and a craniectomy was performed on (B)(6) 2012. It was stated that a synthes plate mesh contourable low profile titanium one-hundred millimeter by one-hundred millimeter (silver) was removed because it was broken. This surgery was complicated by superficial skin infection treated with antibiotics. After surgery, patient's headaches were better but she had some occipital pain, left side greater than right that was different from the headaches she had preoperatively. It was reported that a magnetic resonance imaging (MRI) was performed on (B)(6) 2012. The patient later reported discomfort so another MRI was taken on (B)(6) 2012. The first revision surgery was done on (B)(6) 2013 and loose screw was removed, some mesh was trimmed off on the left side, but this surgery did not help her pain. Patient was admitted to emergency room on (B)(6) 2013 due to headache and vomiting. Another revision surgery was performed on (B)(6) 2014 and all screws and several pieces of broken mesh were removed. This surgery resulted in feeling a little better with less tenderness in the left occipital area but patient mentioned that symptoms are returning and she had high spinal pressure on a spinal tap. A computerized tomography (CT) scan was performed on (B)(6) 2014 showing absence of any metallic objects in the posterior fossa region and very satisfactory decompression of the cerebellar tonsils. Craniectomy site appears to be within normal limits. There is no hydrocephalus or subdural fluid. There was a time delay, but the exact time is not known and was provided to be between 15 to 29 minutes. This is report 1 of 1 for (B)(4).